Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the brush extended. The brush would extend and retract when the handle was actuated, but would not retract fully into the sheath without assistance. The brush wire assembly was then removed from the sheath, which revealed a kink and several bends along the working length. The condition of the returned device was consistent with the complaint that the brush was difficult to retract; the complaint was confirmed. The most probable root cause of the defects identified is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during functional testing of the device, the brush caught on the end of the sheath and consequently failed to retract. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during functional testing of the device, the brush caught on the end of the sheath and consequently failed to retract. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.